Event description:
It was reported in clinic notes that the pt's seizures had been reduced somewhat following initial vns implant, but the pt "experienced a significant exacerbation of his seizures in (B) (6) 2007, without apparent cause". The seizures were brought under partial control with medications. Overall, the physician reports that there has been some mild improvement in the pt's seizures with vns, through there is a lot of variability. Attempts for further info have been unsuccessful to date.